Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. However, based upon the reported lot number, the lot expired on (B)(6) 2018. Per jd edwards (jde) the lot was shipped to the customer on (B)(6) 2017. Therefore, the investigation is confirmed for use of an expired product. As reported the device was used on (B)(6) 2018, therefore, the definitive root cause of the reported issue is use-related. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2018), the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a port catheter was implanted in a patient where the device had allegedly passed the expiration date. There was no reported patient injury.

Event description:
It was reported that a port catheter was implanted in a patient where the device had allegedly past the expiration date. There was no reported patient injury.